Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular lead exhibited high capture threshold and declining r-wave amplitude. Programming changes were performed the patient was in stable condition.